Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometric testing. The patient experienced muscle stimulation while attempted programming. No intervention was performed. No further information was available.